Event description:
It was reported by customer, that guidewire would not advance. When attempting to pull out it, got stuck. A tissue substance appears to be stuck on wire close to tip. Patient needed guidewire removed by team of physicians. Patient not harmed. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample, and will evaluate. Results are expected soon.